Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the staples did not form when the doctor had tried to transects tissue hence creating a staple line with no seal. It is unknown how the procedure was completed.